Event description:
A malfunction alarm was reported when the customer's pump displayed malfunction code 12. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and subsequently arranged for a replacement pump to be sent. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. They were also instructed to place the pump into storage mode and return it using a pre-paid label, which the customer understood and acknowledged.